Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reported a pt with a poor clinical outcome. Pt records were provided and indicated this pt exhibited a decrease in bcva in both eyes. This report is for the left eye, the right eye is being submitted under manufacturer report #1061857-2007-00156. At approx 2.5 months post-op, the pt's bcva in the left eye decreased by 1 line from the pre-op measurement. An enhancement was performed to improve ucva. At approx 2 months post-enhancement, the left eye exhibited an add'l decrease of 2 lines bcva.